Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), fatigue ("fatigue") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), oophorectomy unilateral), salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder and urinary tract disorder had resolved and the fatigue, gastrointestinal disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, psych injury, bladder/urinary problems, fatigue, gi conditions, hormonal changes and weight gain. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. New reporter added. Category of case changed to incident. Patient demographic added. Event injury is replaced by pain. New events abdominal, dysmenorrhea (cramping), general abnormal bleeding , menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, fatigue, gi conditions, hormonal changes, weight gain and device monitoring procedure not performed were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.